Event description:
It was reported that a power on reset occurred on the device. The ventricular fibrillation (vf) detection parameter was changed and the patient received an inappropriate shock. The lead integrity alert (lia) was reinstalled and parameters were changed back to the previous. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
The device was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.